Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had no delivery alarms. The customer¿s blood glucose value at time of incident was 400 mg/dl. Their current blood glucose value was 270 mg/dl. Customer treated by bolusing with the insulin pump. The drive support cap appears normal. The no delivery alarm was resolved by changing the reservoir and infusion set. Reservoir will be returned for analysis.